Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the hospital after receiving inappropriate shocks. Fluoroscopy reveal an insulation break. The lead was capped. Dislodgement was suspected.